Event description:
It was reported that the patients therapy had changed with certain postures and was no longer adequate. It was also reported that the implantable pulse generator (ipg) had to be charged for an extended time as it was not holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned as it was discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred couple months ago from the date the manufacturer was made aware.